Event description:
The pt experienced decreased pain control. They were unable to aspirate and inject dye during a dye study (date not reported); the catheter was occluded. The catheter was revised. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver morphine, bupivacaine, and fentanyl.

Manufacturer narrative:
The catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.